Manufacturer narrative:
Per EU regulation 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: unknown/not provided. If implanted, give date: device not implanted, therefore no date available. If explanted, give date: device not implanted, therefore not explanted. Initial reporter telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic broke and the intraocular lens (iol) was therefore was not implanted. No patient injury was reported. No further information has been provided.

Manufacturer narrative:
Corrected data: initial correspondence was received indicating that there was haptic damage. Based on new information from the customer, there is no issue with the haptic. Through follow up it was learned that the haptic damage referred to a different lens. No indication of any product malfunction or any serious injury for this event. No further reports will be submitted under this report number. The report for the lens with haptic damage has already been submitted under md-0008425. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.